Event description:
In 2002, augmentation with mentor saline implants. Did well until 2008 apparent deflated right implant. On two months later, patient underwent bilateral capsulectomy and implant removal right implant partially deflated left implant intact. No apparent deflation. Patient augmented with mentor high profile saline implants.